Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention procedure with an impella. Reportedly, an adequate nick and spread was performed and then an attempt was made with the proglide. There was difficulty advancing the proglide over the wire. Only the distal end portion of the proglide may have entered the anatomy. There was resistance trying to push the proglide further into the vessel as well as when trying to remove it. The device was removed and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.